Manufacturer narrative:
Com(B)(4).

Event description:
It was reported that an unexpected cgm app shut-off occurred. Data was evaluated and the allegation was confirmed. The probable cause could not be determined. No injury or medical intervention was reported. An unexpected cgm app shut-off was reported to have occurred for (B)(4). Data investigation confirmed an unexpected cgm app on (B)(6) 2022 for (B)(4).